Event description:
Per the clinic, the patient has discontinued use of the device due to pervasive developmental disorder. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.